Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. On (B)(6) 2020, aortic regurgitation was reported and the valve was explanted and replaced with a 21mm inspiris resilia aortic valve by edwards. Upon explant, a tear was observed on a leaflet. The patient was reported to be stable condition.

Manufacturer narrative:
Additional information: h6. The reported event of a sjm trifecta valve leaflet tear and aortic regurgitation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.